Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date in (B)(6) 2021 and involved a plum 360 infuser where air was getting through the cassettes undetected and air was bypassing the sensor. The problem was noted regularly and mostly in the oncology unit. After picking up the pumps, the field service representative (fse) could not reproduce the errors and the units passed a preventative maintenance check with distilled water acceptably. The customer site did not observe this issue with the plum a+s in any other department and they were hoping the upgrade would resolve the issue but it is still being reported. There was patient involvement and no human harm was reported.

Manufacturer narrative:
The device was not returned for evaluation. Additional information can be found in fields d9, h2 and h3.corrected information can be found in field d8.